Event description:
It was reported to philips that the device experienced an auto-test failure and displayed ¿ module failed." There was no reported patient or user involvement and no adverse patient/user impact.